Event description:
Boston scientific received information that this patient¿s left ventricular (lv) lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. Pacing inhibition and high thresholds were also observed. An x-ray was taken and showed no signs of a fracture were seen, but the physician believes the lv lead is indeed fractured. Cardiac enlargement was observed due to unavailability of lv pacing. The patient had an intrinsic beat so the device was reprogrammed and the patient will continue to be monitored. A revision procedure is being planned soon, but for now the lv lead remains implanted and in service. No adverse patient effects were reported.

Event description:
Additional information provided from the field indicated that a fracture near the suture sleeve was visualized through an x-ray during the patient¿s most recent follow-up. The physician believes the root cause of the fracture is having strongly tightened the sleeve too much. The patient has requested that no revision procedure be performed. The lv lead continues to remain implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). This investigation will be updated should further information be provided.